Event description:
It was reported that during daily check, the cs300 intra-aortic balloon pump (iabp) had a flickering screen with white flashes. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse troubleshot and evaluated the iabp unit and confirmed that device has display issues. The fse replaced the display assembly, lcd receiver, and dc/ac inverter, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during daily check, the cs300 intra-aortic balloon pump (iabp) had a flickering screen with white flashes. There was no patient involvement, and no adverse event reported.